Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01173.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance within the introducer sheaths and were stuck in their initial position. Therefore, the physician pulled the smart coils out from the backend of the introducer sheaths and backloaded the smart coils into the introducer sheaths. The procedure was completed using the same two smart coils. There was no report of an adverse effect to the patient.